Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported two elevator #301's broke during the procedure. It is reported that there was no delay in the producedure; all parts were retrieved; there was no injury to the patient; and the procedure was completed successfully using another elevator.

Manufacturer narrative:
Visual inspection reveals minimal signs of wear. The elevators are broken and therefore the complaint has been confirmed. The tips of the elevators are fractured off. Only one of the fractured tip was returned. The IFU (instructions for use) states that "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." The inspection database was reviewed and no non-conformance was found for this lot. There are no indications of manufacturing defects. The most likely cause of this complaint is excessive force on the instrument during the procedure. Based on the receipt of the device and the completion of the device evaluation.